Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the patient received inappropriate atp therapy due to a supraventricular tachycardia. Programming changes were recommended and will be made during a clinic visit. The patient will continue to be monitored.

Event description:
Additional information received indicated that programming changes were made and the patient was stable after the event.